Event description:
Date of event: best estimate (B)(6) 2012. According to the information received, a user reported that after three days of using a wound dressing she experience redness the exact shape of the dressing with a burning feeling. The skin reaction extended to the ankle and metatarsus. Her physician used a tulle gras dressing for 5 days with no resolution. A dermatologist prescribed antibiotic cream and oral antibiotics which resolved this issue.

Manufacturer narrative:
Product has been requested, but as of to date no product was available for testing. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional information become available a follow-up report will be submitted.